Event description:
It was reported that patient presented in clinic with a dislodged right ventricular lead. This was confirmed via x-ray. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.